Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of loosening of the glenoid at the bone/cement interface, cement mfg. Is unknown, osteolysis and poly wear were noted. (Left shoulder)

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the glenoid part and lot number combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix c. Territory office communicated no additional information is available. A depuy (B)(4) product development engineer examined the product and found evidence of preferential loading on the proximal and medial aspect of the device. Provided information states the glenoid has been implanted for 14 years. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.